Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device intact. Laboratory analysis summary: the device related to the reported events calcification, capsular contracture and rupture was received on december 11, 2024 with lot number 2354645. Based on the product analysis performed, the assessments of the complaint codes are: calcification : not observed. Capsular contracture: unable to observe as it is not related to the device. Rupture: not observed. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via op report "no implant rupture". Devices were exchanged. Complete capsulectomy performed on the left. Rupture will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left rupture. And capsular contracture, baker grade IV. With a thick calcified capsule. The device has been explanted.